Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor was not lasting six days and would not initialize. Customer removed sensor and cannula was missing. Customer's blood glucose was unknown.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found cannula retracted inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.